Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 36 mg/dl at the time of the incident. The customer used food, glucose tablets, and was given insulin shots to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering because when they set their basal rate to 1.2 units, it keeps going to 1.6 units. The customer reported a flush drive support cap. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, self test, a21 error test and the delivery accuracy test at 0.08710 inches. No over delivery anomaly or under delivery anomaly noted. All operating currents are within specification. Off no power alarm functions properly. Device alarmed motor error during occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked display window, cracked case at display window corner, stained keypad overlay, broken battery tube threads, scratched reservoir tube window, a partially broken off reservoir tube lip and a missing end cap sticker.